Manufacturer narrative:
Concomitant medical products: 402452 lead, implanted on (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their pacing leads have made them "uncomfortable" and "one felt like tightening" their chest and the "other one is poking" their chest. The patient also reported that one of the leads is "coming loose" and caused a hematoma, and they are also experiencing "a stabbing pain". The device and leads remains in use. No further patient complications have been reported as a result of this event.